Event description:
In feb 2002, the pt reportedly experienced sound percept problems. The pt was seen by a company rep. Testing performed confirmed that the device was functioning. Programming adjusts were made. In nov 2002, the pt reportedly continued to experience sound percept problems. The pt was seen by a company rep. A CT scan was recommended to verify electrode position inside the cochlea and to rule out other conditions that might affect performance. In april 2003, the pt's device was explanted without prior notification to the company.